Event description:
Puritan bennett 980 ventilator screen stopped working while on patient, ventilation never stopped. Respiratory care practitioner attempted to reset screen with recommended fix but did not work and the red alarm did not go away, then screen went black. Switch out after contact supervisor with new vent.